Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is blank and the battery is not lasting for more than four days. Customer's blood glucose was 110 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump was received with normal operating currents and no damage was noted to the isolation tape. The insulin pump was monitored with no battery alerts or alarms noted. The insulin pump was received with a corroded battery tube, cracked reservoir tube lip, cracked case at the display window corner, mino rscratches on the display window, cracked display window, scratched reservoir tube window and a broken belt clip slot.